Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix tpn bag was leaking from the upper right corner. It was not specified as to when in the process this occurred. There was no patient involvement. No additional information is available.